Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) went into safety mode, a device status that permanently limits available therapy to specific settings. Technical services reviewed this case and stated that the root cause is unknown until device is returned and analyzed, replacement was recommended. Subsequently, this device was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.